Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a faulty screen; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. There was no patient involved. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The reported problem of a faulty screen was confirmed during sample evaluation. The assignable cause was determined to be horizontal lines on the screen. The main display was replaced to resolve the issue.

Manufacturer narrative:
(B)(4). Additional information: no assignable cause was given. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.